Manufacturer narrative:
Examination was not possible as the product was not returned. Provided information states the patient is a chronic dislocator. Provided information also states the product is not suspected of failing to meet specifications or contributing to the reported event. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to dislocation (right side).